Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colono videoscope exhibited failed boroscope test. Green marks in the biopsy channel. There were no reports of patient involvement.